Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. .

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. It was reported that the patient had mesh removed on (B)(6) 2011, due to pain, bleeding, vaginal wall erosion, dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02239. The same patient is represented in each medwatch.

Manufacturer narrative:
.